Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a female pt (age nos) who received her first application of poly-lactic acid (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. The pt reports that she would like her face similar to a popular brazilian personage called "fofao." This personage is mainly characterized by big cheeks. She informed that no result of poly-lactic acid was noticed and she was afraid of receiving the second application due to her face becoming very big. It was not informed if the prescriber physician was informed about this case. No additional info was provided.

Manufacturer narrative:
Addendum for follow-up info received on 06-may-08: (B)(4). Addendum for follow-up info (B)(4) results received on 13-may-08: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable.